Event description:
It was reported that following the implantation of an elevate the patient experienced mild pain in the abdomen and lower back. No intervention was taken and the event was considered not recovering/not resolved (continuing). No further patient complications have been reported in relation to this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
It was reported on (B)(6) 2015 that the event was considered resolved/recovered with no sequelae. No further patient complications have been reported in relation to this event.